Manufacturer narrative:
(B)(4). The device was returned for evaluation. Homechoice return instrument test / evaluation (rite) electrical and functional testing were conducted with no issues found. The device functioned within the desired specifications. External & internal visual inspection was performed with no issues found. A short test therapy was performed and passed. Cycler remote toolbox (crt) software was used to monitor the system pressures with no issues found. The test therapy was completed with no issues encountered. A device history review and service review were conducted with no issues found that would contribute to the reported problem. A review of the device logs confirmed the reported unspecified alarm as a low drain volume alarm. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during use. A registered nurse (rn) reported the alarm but was not present when the alarm occurred. A technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for evaluation. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.